Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that all of their questions had been answered and they were very satisfied with the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that troubleshooting was needed for the therapy application. The patient reported that the handset screen displayed a communication message in the patient application, "could not find device". The patient could not connect. The patient stated that once she got home from the hospital, she noticed she could not feel stimulation, her symptoms were returning and when she tried to connect to the ins, she saw a massage that said ¿could not find device¿ and to reposition. The patient mentioned external devices had not been charged while she was in the hospital, but she did get them all charged up. Patient services reviewed how to turn on the devices and connect, the patient connected successfully on the first try to the tutorial. Patient services reviewed tutorial and confirmed seeing therapy screen. The patient had stim on, 1.2 on program 3, the patient increased and confirmed she can feel stim. The handset and communicator appear to be functioning normally, the patient mentioned that she thinks she forgot how to use it. Troubleshooting resolved reported issue. The patient stated that they will monitor symptoms. The patient stated that these issues started following hospitalization for a uti (¿20 something of july¿). The patient also provided information that her hospital stay was from july 1st-8th. No further complications were anticipated/reported.